Event description:
Consumer reported developing a yeast infection on two separate occasions after using tampons from the mentioned box. They said they hadn't had a yeast infecton in years prior to these most recent infections. They explained that approx a month ago they used one of the tampons. A few hrs later they felt some vaginal irritation, and a few hrs later, some itching and burning. The following day the vaginal area was very raw. They used over-the-counter monistat and the symptoms disappeared. They had a two week period in which they were symptom free. Then on 6/19 they started their period again and used one of the tampons from the box in question at night. When they awoke the next morning they experienced the same symptoms as before. They used the over-the-counter monistat again and the symptoms abated. No medical attention was sought on either occasion. Per voice mail message on 6/27/00 from proctor and gamble, no other complaints have been received on this product.